Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed. The loss of an endosseous dental implant after successful osseointegration and restoration is a known inherent risk of the procedure. Implants may have to be removed in case one or more of the implant success criteria are not met. Implant success criteria according to buser et al. (1991) are: absence of persistent subjective complaints such as pain, foreign body sensation and /or disesthesia. Absence of a recurrent peri-implant infection with suppuration. Absence of implant mobility. Absence of a continuous radiolucency around the implant. The manufacturer's trend analysis confirms that the reported late failure rate associated with its dental implants is below the expected failure rate for this treatment as published in the scientific literature.

Event description:
The clinician reported that around seven and a half months after the dental implant was placed in the patient's mouth, failure of implant was verified. Socket bone grafting was performed at the time of implant placement. Bone type IV and immediate extraction site were involved in this event. Sinus augmentation was performed at the time of surgery. The device was forwarded to the manufacturer for investigation. The clinician reports that the bone graft material never integrated around the implant due to suspected chewing at the site post-operatively. No further complications were observed.